Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting satisfactory coverage on one side of the body. The patient underwent a revision procedure wherein another paddle lead was added and connected to the ipg. The patient had excellent coverage postoperatively.